Event description:
It was reported that during a sleeve gastrectomy procedure, the stapler fired and failed to deliver the entire load of staples. The interior track of the stapler was broken and only one staple line was delivered on the patient side. The procedure was completed by the surgeon over sewing. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following obtained: the staple and suture line was tested with air. No leaks were detected.